Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone (5 mg/ml at 1.1263 mg/day) and bupivacaine (5 mg/ml at 1.1263 mg/day) via an implanted pump. The patient's medical history included that the patient had a brain tumor and was prone to verbal outbursts. The indication for pump use was malignant pain. It was reported that the pump motor stalled due to an MRI and it had been greater than 2 hours since the MRI and no recovery had been noted. The pump was first interrogated about 2 hours prior to the call. It was noted that the pump was programmed to run at the lowest programmable flow rate with four boluses (midnight, 5am, 11 am, and 5 pm) and it was mentioned that the pump clock time was off by 1 hour. Additional information was received from the hcp via the company representative who reported that the pump restarted shortly aft ER the initial call. It recovered with the same date/time of the interrogation. The pump was still implanted and in use and the patient had no adverse effect and was doing well.